Manufacturer narrative:
The data log files for the subject event were not made available, therefore no investigation was performed.

Event description:
It was reported that during maintenance of the device multiple communication errors occurred.